Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon (forceps cover glue peeling) likely occurred due to external force applied to the distal end. The following verbiage is identified within the instruction manual, which may prevent the phenomenon: "do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the object lens surface at the distal end. Visual abnormalities may result." Olympus will continue to monitor field performance of this device.

Manufacturer narrative:
The device was evaluated by olympus and it was determined a gap of adhesive was present on the distal end due to peeling or a crack, likely attributable to a shock caused by dropping and knocking the endoscope to a hard surface or object (handling issue). The investigation is ongoing and a conclusive root cause of the reported event has not been determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model gf-uct180, evis exera ii ulatrasound gastrovideoscope, to olympus for repair due to a report of "air or co2 doesn't flow through channel." Upon inspection and testing of the returned device, a gap of adhesive was noted on the distal end. This report is submitted for the malfunction of a gap of adhesive on the distal end. As this was found during in-house service, there was no patient involvement.